Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient who was eight (8) months post-ops came to the office in (B)(6) 2020. X-rays revealed s1 pedicle screw on right was broken. The patient experienced unspecified adverse event. A revision surgery happened on (B)(6) 2021 due to non-union/broken screw. The procedure and patient outcome were unknown. Concomitant device reported: 5.5 exp verse fen scr 7.0x45 (part# 199723745s, lot# unknown, quantity 2). 5.5 exp verse fen scr 7.0x50 (part# 199723750s, lot# unknown, quantity 2). 5.5 exp verse unitized set scr (part# 199721001 , lot# unknown, quantity 4). Viper2 lordotic rod-35mm (part# 186788035, lot# unknown, quantity 1). Viper2 lordotic rod-40mm (part#186788040, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 5.5 exp verse fen scr 7.0x45. This is report 1 of 1 (B)(4).